Event description:
It was reported that the catheter was placed in a male pt's radial artery. Approx 48 hours after insertion, they noticed a leak in the catheter near the hub. As a result, the catheter was exchanged for the pt. There was no delay in treatment, no pt death and no complications reported. The clinical nurse specialist reported the pt did get better.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.